Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (pre-operative dissection); failure to follow instructions (stent graft undersizing).

Event description:
A valiant stent graft system was implanted for the emergent endovascular treatment of a ruptured fusiform 250 mm in length thoracic chronic dissection in zone 2. The proximal thoracic neck is 36 mm in diameter; the distal thoracic neck is 24 mm in diameter. It was reported that the two valiant stent grafts were delivered in zone 2 successfully. Although, the valiant stent graft with 40mm (proximal) and 30mm (distal) were desirable, the treatment length was as long as 320mm, the devices in stock had only 150mm for both sizes. Therefore, 38x38x200 and 34x34x200 with 200mm were chosen. A type 1a endoleak was observed at the final angiography, and thus touch up was performed on the proximal site using another manufacturer¿s balloon. Most of the endoleak disappeared with only a small amount left. Coil embolization of the left subclavian artery was scheduled for a future date. The physician is monitoring the patient. No clinical sequelae were reported and the patient is fine. The physician commented that the stents were undersized.